Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation and discomfort in the chest. The right ventricular (rv) lead triggered a polarity switch for high impedance. Pacing failure was observed in both bipolar and unipolar even with programmed high outputs. Oversensing and noise were detected when the patient raised their left arm. Reprogramming was performed. Subsequently, during the revision, the lead was noted with fracture in the subclavian. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.